Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedances out of range greater than 200 ohms. Technical services (ts) reviewed and noted that the values had been typically stable around 40 ohms and there were only two occurrences out of range. It was noted that reprograming was performed after individual vector breakdown evaluation. This ICD and rv lead remain in service. No adverse patient effects were reported.